Event description:
Patient undergoing tubal ligation and endometrial ablation. The patient was placed under anesthesia and prepped for the procedure. The thermachoice endometrial balloon was primed and inserted into the cavity. When the start button was pushed for the pre-heating cycle, it gave an error code 5056/ syringe error. Therefore, the syringe and catheter were removed and discarded. Another was obtained. The instrument module was reset. Once again during the preheating process it errored again and gave another error code (code unknown). The 800 # on the machine was called and they spoke with a technician (name unknown)who stated it sounded like there was a loose cord and he recommended changing out the umbilical cord. The umbilical cord was changed out as well as the syringe and tubing once again. During the third attempt during the preheating stage, it errored out with a different error code (code unknown). At this point, the physician aborted the procedure, and patient was to be taken to the recovery room whereby when she was awake, would be told the procedure would need to be re-scheduled. The technician from ethicon agreed that there was an internal problem with the machine and it was not safe to proceed. The safety mechanism was having error problems because it appeared that the thermal regulator device was not working.